Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown whether the product caused or contributed to the reported event or not, we are filling this MDR for notification purposes.

Event description:
Pre-op diagnosis: thoracic trauma. Procedure: posterior lumbar interbody fusion. It was reported that the surgery was cancelled due to sudden changes in the patient's condition (vital signs dropped) just after needle insertion during a surgery. No problem was observed with insertion direction on intra-operative image. The procedure itself was discontinued. The patient appeared to be successfully resuscitated after cardiac arrest.